Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept rebooting on its own during use, and a battery power failure was identified. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had kept rebooting on its own while tried to use. A field service engineer shutdown the device, replaced the power supply, rebooted the device, and tested functionality using the hardware test application. All tests completed successfully. The system functioned as intended after the field service engineer repaired the device.